Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that high impedances were observed on the implantable neurostimulator (ins) in post operative recovery. The patient was taken back to the or and a screw driver was "placed into the extension" to see if the open circuit was at the extension or at the lead. It was determined the issue was with the extension component. Additional information has been requested but was not available at the time of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).